Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the medication went out the tip of the needle and one needle hub had a pin hole on the side. To aid in the investigation, two samples with no packaging blisters and four photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There is a short shot in the hub about 5/16" from the bottom. Each sample was assembled to a syringe with saline solution. There was a leak of solution through the short shot. The four photos provided show the samples received and a packaging shelf box label. No other defects or imperfections were observed. This condition occurs if the molding tool has a stripping bushing with an imperfection. A device history record review was completed for provided material number 305136, lot 1210589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
There is a pin hole on the side of both needles the first event I did not get the full prescribed dose or possibly no dose the second event I did not get any of the dose.

Event description:
Material #: unknown batch#: unknown verbatim: rcc received a complaint via phone. Pir attached. Customer states that when he was using item 305136; lot number: 1210589, the medication went out the tip of the needle without him pushing the plunger. The medication went all over him, the floor and his chair. Customer had to give himself another shot of medicine because he lost all of his first dose. Occurrence date for this incident is (B)(6) 2025. Customer also states he has another needle that he had an issue with it over a year ago. He said this particular needle has a pin hole on the side. He has both needles to return if needed for investigation.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.